Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six electric shocks for the patients supra ventricular tachycardia (svt). It suspected that this therapy was exhausted, and subsequently this ICD was reprograming. At this time, no additional adverse patient effects have been reported. This product remains in-service.